Event description:
As reported to by the user facility: reports the tip of the catheter sheared off during removal. There were problems with the insertion, and there was resistance when removing the catheter. The pt was repositioned. Approx 1cm of the catheter tip sheared off and was left in the pt. The tip of the catheter was unable to be visualized with CT scan and x-ray. Neurosurgery was consulted and did not want to remove the catheter fragment. However, no final decision has been made at this point.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual device involved in the reported incident was not returned for eval. Without the actual sample, a thorough eval could not be performed and no specific conclusion can be drawn. The event description did indicate that there were problems with the insertion, and there was resistance when removing the catheter. While no specific conclusion can be drawn, incidents of this nature can occur when a catheter becomes lodged between rigid body structures and is stretched beyond its design capabilities; or if the catheter is withdrawn or partially withdrawn through the needle, thereby shearing the catheter. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or catheter material number. There were no other reports of this nature against the reported lot number. All available info has been forwarded to the device manufacture of the catheter. If the physical sample is received or if add'l pertinent info becomes available, a f/u report will be filed.